Event description:
Pt underwent a ventral hernia repair (B)(6) 2009, a mesh was implanted at time of surgery, bard ventralex hernia patch, lot hutd1700, diameter 4.3cm/1.7. In (B)(6) 2012, pt had fever and chills which persisted, he was admitted to hospital (B)(6) 2012 and discharged (B)(6) 2012. He was diagnosed with abdominal wall cellulitis and treated with IV antibiotics and then by mouth antibiotics which he is to remain on for 3 months. Infectious disease doctor felt cellulitis was related to the mesh used in surgery.